Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated in section: "other#". The customer¿s report that the connector broke and leaked was confirmed. Visual inspection showed a vertical crack was present to the female luer adaptor; fluid was observed to be leaking from the crack. In addition, it was noted that the surface of the blue silicone valve was damaged with a small part of the silicone missing. The root cause could not be identified as it was not possible to replicate the customer's report with the retained maxzero component. The connecting products in clinical use at the time of the incident were not available for investigation; therefore it was not possible to confirm if this may have contributed to the reported issue.

Event description:
The report suggests that the connector broke and a leak occurred during an infusion. No additional information received. From the reported information there are no indications of serious injury to the patient or user as a result of this incident